Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 10 x 3.0mm, concentric target lesion was located in the non tortuous and non calcified left anterior descending (lad) artery. A 182cm j choice¿ guidewire was advanced to cross the lesion; however, the tip of the guidewire was trapped under a previously implanted stent. The guidewire could not be removed despite a 2.0mm balloon catheter was used to free the tip. Eventually, the device was removed; however, approximately 1mm of the guidewire tip remained in the lad which was then covered by a new stent and the procedure was completed. No patient complications were reported and the patient's status was stable.